Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "gas leaked" occurred due to first pressure reducer failure as well due to k connector unit failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, there was a gas leak sound coming from the insufflation unit and a gas leak from the connector unit. There were no reports of patient involvement.